Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of back pain ("extreme lower back pain/ pain (lower spine)") and multiple sclerosis ("autoimmune disorder/ autoimmune disorder: multiple sclerosis") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's previously administered products included for an unreported indication: buspirone from 2009 to 2010, zoloft in 2009, levaquin in 2009 and nor-qd. Concurrent conditions included anxiety, premenstrual dysphoric disorder and postpartum depression. Concomitant products included cilest (ortho tri-cyclen) (B)(6) 2014 for birth control. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 1 month 14 days after insertion of essure, the patient experienced multiple sclerosis (seriousness criterion medically significant) and hypoaesthesia ("my legs went numb from waist down"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), depression ("anxious and depressed") and inflammation ("essure causes inflammation"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on 25-apr-2014. At the time of the report, the back pain, multiple sclerosis, depression, inflammation and hypoaesthesia had not resolved. The reporter considered back pain, depression, hypoaesthesia, inflammation and multiple sclerosis to be related to essure. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s social media report : inflammation most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet received. Autoimmune disorder was updated to multiple sclerosis. Events per pfs: my legs went numb from waist down. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("extreme lower back pain") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), depression ("anxious and depressed") and inflammation ("essure causes inflammation"). The patient was treated with surgery (undergo a salpingectomy). Essure was removed in (B)(6) 2014. At the time of the report, the back pain, autoimmune disorder, depression and inflammation outcome was unknown. The reporter considered autoimmune disorder, back pain, depression and inflammation to be related to essure. The reporter commented: ultimately, plaintiff was required to undergo a salpingectomy with removal of the essure devices. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s social media report : inflammation most recent follow-up information incorporated above includes: on (B)(6) 2018: social media report received- new event essure causes inflammation and new reporter were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("extreme lower back pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune disorder") and depression ("anxious and depressed"). The patient was treated with surgery (undergo a salpingectomy). Essure was removed in (B)(6) 2014. At the time of the report, the back pain, autoimmune disorder and depression outcome was unknown. The reporter considered autoimmune disorder, back pain and depression to be related to essure. The reporter commented: ultimately, plaintiff was required to undergo a salpingectomy with removal of the essure devices. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.